Event description:
The manufacturer received information regarding a rep dreamstation auto bipap. The patient passed away 2 years ago. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a rep dreamstation auto bipap. The patient passed away 2 years ago. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In the previous report, section d: model number, catalog item identifier, serial number and product UDI was updated/corrected in this report.